Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had a defective blood pump rotor. The sleeve on one of the rotor¿s posts dislocated and nipped the blood tubing causing a minor blood leak. Following the event, the machine was removed from service. Additional details were provided upon follow-up with the biomed. Approximately thirty minutes into a patient¿s hd treatment, blood was seen leaking down from the blood pump onto the machine. The machine alarmed with an air detector message. The patient¿s blood was returned, and they were transferred to another machine where they completed their treatment. Blood loss due to the event was estimated to be less than 5 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of this event. The biomed confirmed that one of the rotor sleeves became loose and damaged the bloodline tubing, and this was what caused the blood leak. The biomed was awaiting a new blood pump rotor for the machine. The biomed said that fresenius replaced the part under a "field action recall" [sic]. The defective blood pump rotor was reportedly available to be sent back for evaluation.

Manufacturer narrative:
Additional information: h3 plant investigation: although a sample was reported to be available for manufacturer evaluation, to date no parts have been received. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem and thus, the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The reported event has been confirmed.

Event description:
A user facility biomedical technician (biomed) reported that a 2008t hemodialysis (hd) machine had a defective blood pump rotor. The sleeve on one of the rotor¿s posts dislocated and nipped the blood tubing causing a minor blood leak. Following the event, the machine was removed from service. Additional details were provided upon follow-up with the biomed. Approximately thirty minutes into a patient¿s hd treatment, blood was seen leaking down from the blood pump onto the machine. The machine alarmed with an air detector message. The patient¿s blood was returned, and they were transferred to another machine where they completed their treatment. Blood loss due to the event was estimated to be less than 5 ml. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of this event. The biomed confirmed that one of the rotor sleeves became loose and damaged the bloodline tubing, and this was what caused the blood leak. The biomed was awaiting a new blood pump rotor for the machine. The biomed said that fresenius replaced the part under a "field action recall" [sic]. The defective blood pump rotor was reportedly available to be sent back for evaluation.